Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was over 80 mg/dl. Customer stated that her blood glucose was between 80-200 mg/dl. Customer stated that the up and down buttons are not functioning properly. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.